Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the backup battery exploded was not confirmed during analysis. Visual inspection of the returned system controller revealed a damaged/melted top layer of the controller¿s user interface. Further evaluation revealed that the backup battery returned with the controller (serial number (B)(6) ) was in unremarkable condition. The system controller was connected to our test equipment and it was found to function as intended. The system controller with the backup battery installed, operated a test pump without any alarms. A full functional test was performed, and the controller passed all test steps. The data log file was successfully retrieved and contained events recorded on april 6 from 1:06 pm to 2:39 pm where pi events and several routine power cable disconnect alarms were recorded. The information recorded on april 6 at 2:39 pm revealed that the driveline was disconnected, and the controller¿s power cables were disconnected from the external power. The log file did not contain any events that may result in the reported red heart alarm. The system controller was disassembled, and the evaluation of the internal parts was unremarkable. Incidental findings found : 1: the serial label was slightly worn, and the software label was missing. 2: pump running symbol leds on the user interface were dim. In conclusion, the evaluation did not find any evidence that the backup battery or the system controller were generating any heat and the damage observed to the top layer of the user interface panel does not appear to be related to the backup battery or external components. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported that the emergency backup battery in his system controller had exploded. Photo was sent of the controller demonstrating what appears to be burn or melting. The patient was not harmed during the event. The patient was unable to explain how the damage occurred to the controller; however, the controller had an emergency backup battery fault alarm on (B)(6) 2020 that required exchange. At the time of this exchange, there was no damage to this controller. The controller will be sent back.